Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box contained dates from (B)(6) 2015. The black box and histories for the event on 09/26/2014 had been overwritten. The available daily insulin delivery totals correctly reflected the patient's programmed basal rates. The pump passed a delivery accuracy test and delivered within the required specifications. Complete testing was prohibited due to a missing bolus button. The returned battery cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose was 487mg/dl with complaint of feeling terrible; no ketones or other symptoms were reported. Reportedly, 911 was initiated, the patient was hospitalized and was treated with insulin via injection, IV fluids and other unspecified treatment. Reportedly, the patient's healthcare provider had not made pump setting adjustments before or after the alleged event and that pump use had since been discontinued. During troubleshooting, it was determined that the basal and bolus totals matched the patient's programmed settings and that the patient had miscounted carbohydrates and had manually programmed the bolus type and settings incorrectly along with an incorrect manual calculation of a dosage. This complaint is being reported for alleged hyperglycemic event associated with pump use for which a patient use error was a contributing factor.